Event description:
Post implant, echo showed small effusion. X-ray revealed perforation. The patient stayed in the hospital for two weeks and then released. All values were acceptable. The physician will continue to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.